Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/30/2023, it was reported by a sales representative via phone that an ar-3636 knotless fibertak inserter broke off in the patient during insertion. However, this was not noticed until (B)(6) 2023, twelve days later, when the patient went for a post-operative visit. An x-ray confirm that there was a broken fragment left in the patient. The original procedure occurred on (B)(6) 2023 and (B)(6) 2023, and revision surgery took place to remove the piece. During retrieval of the inserter tip, the surgeon could only remove about half; the other half was lodged deep in the bone. The case was completed by implanting an ar-1927bcf-45 corkscrew on top of the broken fragment.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.